Manufacturer narrative:
The reported event of high capture threshold and lead fracture was not confirmed. Final analysis found the complete lead was returned in one piece measuring 57.3 cm. Inner coil inside the connector region was found over torqued which was consistent with procedural damage. The lead was otherwise normal. No anomalies were found.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited increasing capture threshold. Upon examining the pocket, the lead was found to be fractured. It was noted that there was apparent and visual damage near the connector pin. The rv lead was explanted and replaced. There were no patient consequences.